Event description:
Treatment of an aneurysm. During the preparation of the second implant coil, it was reported that the implant coil prematurely detached as it was placed in saline for hydration. No injury was reported with the patient as the device was not used in the patient.

Manufacturer narrative:
The pusher assembly was returned with the implant coil still attached; therefore, the evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).